Event description:
The hosp reported that during endoscopic vein harvesting procedures, issues with vasoview hemopro 2 working properly have occurred. The procedure was completed with a different lot number with no issues. Also the hosp states the y have removed all devices with the same lot number as the lot number being reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed of clinical usage and evidence of blood. A visual inspection was performed; no nonconformities were observed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply. The device passed the pre-cautery test; it produced steam and heat during several five second activations and shut off when the toggle was released. The pre-cautery test was performed ten times over a ten minute period. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. A temperature and resistance test was conducted for the device. The device passed both tests. Based on the evaluation and test results, the reported complaint could not be confirmed. We were unable to replicate the reported failure.

Event description:
The hospital reported that during endoscopic vein harvesting procedure, the hemopro 2 device would not activate during ligation. This was discovered inside the patient. All attachments of cords to generator and to device were checked. The generator settings were correct. No power was getting to the cutting/sealing surfaces. This occurred on two devices back to back of the same lot number. A third device was used without q incident from another lot number. The hospital did not report any patient effects.